Event description:
It was reported that the patient presented in clinic for a routine follow-up. Upon interrogation, it was noted that right ventricular lead exhibited loss of capture and loss of sensing. Lead dislodgement was confirmed via x-ray. It was also noted the lead was fractured. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of material integrity problem was confirmed. The reported events of failure to capture and failure to sense were not confirmed. Final analysis found a complete lead was returned in one-piece. Visual examination found the helix was partially extended and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning the lead and applying torque to the inner coil the helix could be fully extended and retracted. The full helix extension length was measured within specifications. Visual examination found the insulation damage consistent with procedural damage, the cause of the reported event of material integrity problem was isolated to the damage insulation consistent with procedural. Electrical testing did not find any indication of conductor fractures or internal shorts.